Manufacturer narrative:
There is no death or device malfunction associated with the inappropriate defibrillation. The pt fell off his motorcycle with the treatment. The pt was not seriously injured. The pt did not go to the hospital. The pt is not wearing the lifevest at this time. The pt will consul with his physician. Device evaluation summary: device evaluation of monitor sn 07068317 has been completed. Upon investigation, the monitor was fully functional and able to detect and treat a pt. Device evaluation of electrode belt sn (B)(4) is currently underway. Upon investigation, the electrode belt failed incoming functionality testing. A root cause investigation is currently underway. A supplemental report will be sent upon completion of investigation. Device manufacture date: usage of device: monitor (B)(4): 01/2014 - reuse. Electrode belt (B)(4): 04/2012 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trail (B)(4) (0.69% per pt-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030bl.pdf.

Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial fibrillation with rapid ventricular response at 167 bpm contributed to the false detection. The pt was in public at the time of the event. The pt was conscious and riding a motorcycle at the time of the event. A review of the downloaded data confirms the response buttons were pressed after the treatment was delivered, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatments. The pt fell of his motorcycle with the treatment. The pt did not go to the hospital. The pt is not wearing the lifevest at this time. The pt will consult with his physician.